Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that two coil embolization procedures were performed on the patient for aneurysms in two separate locations on two separate dates. There were no complications to the patient following the first procedure. There were no issues encountered in the second procedure that could have contributed to this event. However, post procedure the patient experienced cerebral infarction, hyperperfusion syndrome and allergic reaction. Medication was provided to treat the consequences of this event. The current condition of the patient is unknown.

Event description:
It was reported that two coil embolization procedures were performed on the patient for aneurysms in two separate locations on two separate dates. There were no complications to the patient following the first procedure. There were no issues encountered in the second procedure that could have contributed to this event. However, post procedure the patient experienced cerebral infarction, hyperperfusion syndrome and allergic reaction. Medication was provided to treat the consequences of this event. The current condition of the patient is unknown.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The risk of the reported event is covered in the device directions for use (dfu). Based upon medical review, the harm observed in the complaint is anticipated in nature as a potential adverse event from these type of procedures and is documented as anticipated as per the device dfu/risk assessment, therefore an assignable cause of anticipated 'procedural complication' was assigned to the as reported 'patient stroke', 'patient allergic reaction' and 'patient complications'.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that two coil embolization procedures were performed on the patient for aneurysms in two separate locations on two separate dates. There were no complications to the patient following the first procedure. There were no issues encountered in the second procedure that could have contributed to this event. However, post procedure the patient experienced cerebral infarction, hyperperfusion syndrome and allergic reaction. Medication was provided to treat the consequences of this event. The current condition of the patient is unknown.